Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Caller reported that the touchscreen locked up. The unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.